Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported that the device was not turning on, and the power management (pm) printed circuit board assembly (pcba) failed. The customer also stated that the device was down for a few days, and the reported issue was not resolved after a full system power cycle. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the device was not turning on, and the power management (pm) printed circuit board assembly (pcba) failed. The customer also stated that the device was down for a few days, and the reported issue was not resolved after a full system power cycle. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed the reported issue and replaced the pm pcba to repair the device. The asp engineer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.